Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, the distal of the tissue pad was partially missing before use. The size of the missing part was 1 to 2mm. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was received in good visual condition. The tissue pad was inspected and it was noted to be missing a small piece from outer edge of the pad. The instrument did not look to be used. The piece missing looked to have been removed when the tissue pad was installed on the clamp arm. The instrument was tested with a generator and functioned as expected. The condition of the tissue pad did not impact the performance of the instrument. It is likely that this issue resulted from our manufacturing process.